Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) reimplantation surgery because the left cylinder had ruptured. The existing ipp was explanted prior to this reimplantation surgery. The patient was implanted with a replacement ipp. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.